Event description:
It was reported that original surgery was a (tmt) fusion and a triple arthrodesis. Due to pain the surgeon removed all the hardware out from the original surgery and revised the tmt fusion. It was noted that several screws were broken. The patient was revised with cortex screws. All the retained hardware and three broken screws were left in the patient where the triple was performed with no attempt to get them. It was reported that union was achieved during initial (tmt) fusion, but revision surgery was performed to adjust the angle of the 1st metatarsal. It was confirmed that there were no allegation against the plate. Surgery was successfully completed and there was no time delay. Patient status/outcome was good. This report is for the broken unknown screws. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for the broken screws, part and lot numbers unknown (three 2.7 va locking screws and two 4.0mm cortex screws). Explant date: three screw fragments were left inside patient, unknown what type or size. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.